Manufacturer narrative:
Device history record (DHR) was reviewed and no discrepancies were found. The spectrum smart cable was replaced for the customer. At the time of this report, the smart cable has not been returned to verathon for evaluation, however the return of the cable is anticipated. Verathon continues to investigate the reported event and a supplemental report will be submitted in accordance with 21 cfr 803.56 when additional information becomes available.

Event description:
The customer reported that during a patient procedure, using a glidescope spectrum smart cable, the image would disappear intermittently. The end user was able to complete the procedure using the cable. No harm to the patient, delay in the procedure, or use of a back-up device was reported.